Manufacturer narrative:
A factory trained service representative conducted a site visit and found that the safety screw was loose. The representative replaced a cap with integrated safety screw, then secured both the cap and the safety screw. The rep verified optical and mechanical functions, then reviewed functions with dr. No service had previously been performed by zeiss personnel on this microscope. It is believed that the cause of the reported event was a loose securing screw. The microscope system's user's manual contains a caution to users to verify before each surgery that the securing screw has been firmly tightened.

Event description:
User facility reports that the opmi 9 fc microscope detached from the articulated arm and fell onto the physician's arm and onto pt. No injury was reported.